Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus.

Event description:
It was reported to boston scientific corporation that four resolution 360 clips were used in the esophagus to treat dysphagia, and for the closure of a mid-esophageal tear without perforation following balloon dilation, during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip was opened for repositioning, prior to deployment. When the clip was opened, it detached from the device. The procedure was completed with another of the same resolution 360 clip device. There were no patient complications reported as a result of this event.